Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device found that the balloon was burst. No damage found on the catheter of the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon, and / or interaction with the scope, that could have affected its performance and it's intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt to inflate the balloon was made; however, the balloon would not inflate. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of the event. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.